Event description:
The patient was implanted on (B)(6) 2020. During a checkup in (B)(6) 2024, the ICD still had 85 percent battery remaining. The patient reported experiencing a shock sensation at 4:00 am on (B)(6) 2025 and went to the hospital for a programming checkup at noon. The ICD showed no response at all and could not be interrogated. Device currently remains implanted. Should additional information be received, this file will be updated.